Event description:
Literature was reviewed regarding "treatment outcomes of ped for unruptured aneurysms of internal carotid artery: comparison of ped-flex and ped-shield" the time frame of this study was from december 2015 to june 2022. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: pipeline flex embolization device (ped-flex) and pipeline flex embolization device with shield technology (ped-shield). The ped-flex was used in 62 procedures (67 aneurysms, 59 patients) and the ped-shield in 53 procedures (59 aneurysms, 58 patients). No deaths occurred in the study population. Among patient adverse events included: -symptomatic ischemic complications occurred within 30 days of four ped-flex procedures (6.5%) and one ped-shield procedure (2.0%) -the complete occlusion rate was 60.7% and 66.7% in the ped-flex and ped-shield groups, respectively. The corresponding rates at 12 months were 72.1% and 72.3%, respectively. -the incidence of mrs score worsening at 6 months was 3.2% and 1.9% in the ped-flex and ped-shield groups, respectively -the incidence of more than three high signal intensity areas on dwi after treatment was significantly lower in the ped shield group than in the ped-flex group (27.7% vs. 67.7%) -pta after stent deployment was performed in 75.8% (47/62) of the patients in the ped-flex group and 96.2% (51/53) in the ped-shield group. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: kawamoto, s., ozaki, t., asai, k., kidani, t., izutsu, n., nakajima, s., kanemura, y., nishizawa, n., kobayashi, k., fujimi, y., <(>&<)> fujinaka, t.. Treatment outcomes of ped for unruptured aneurysms of internal carotid artery: comparison of ped-flex and ped-shield. Neurologia medico-chirurgica 64(8), 316¿322 2024. Doi:10.2176/jns-nmc.2024-0034 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.